Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; highly angulated neck, anatomy related; type 2 endoleak. For neck diameter less than 19mm and angulation >60degrees. Conclusion: endoleak. For neck diameter less than 19mm and angulation >60degrees. Anatomy related; highly angulated neck, anatomy related; type 2 endoleak.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 56 mm diameter and 129 mm in length abdominal aortic aneurysm. The proximal neck was 18.4 mm in diameter and 24 mm in length. The aortic neck was severely angulated at 90 degrees. The left common iliac artery was 40 mm in diameter and the right common iliac artery was 25 mm in diameter. The right external iliac artery measured 10 mm in diameter and the left external iliac artery measured 8 mm in diameter. The right internal iliac artery measured 21 mm in diameter and the left internal iliac artery measured 46 mm in diameter. The left internal iliac artery was coiled. It was reported at the index procedure a type ii endoleak was confirmed; there was no issue so the procedure was completed. It was reported that a proximal type ia endoleak was confirmed. The cause of the endoleak is the severely angulated neck, 90 degrees. The patient was treated successfully with a 252549 below the renal artery and the proximal type I endoleak resolved. No additional clinical sequelae were reported and the patient is fine.